Event description:
Device 3 of 4. Reference MFR report# 1627487-2012-12207. Reference MFR report# 1627487-2012-12208. Reference MFR report# 1627487-2012-12210. It was reported the pt was feeling uncomfortable twinges that begin at the ipg pocket site and radiate outward. The sjm rep met with the pt for reprogramming, and it was reported the issue was resolved. In addition the pt had felt warmth at the ipg site in the past, which was unrelated to charging the ipg. The pt was scheduled for a follow up appointment regarding the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.